Manufacturer narrative:
One grounding pad was returned to the manufacturer for analysis. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad, in addition to the event description, is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Manufacturing related ref: 3002953813-2019-00049. During the procedure, there was a burn at the grounding pad site. The procedure was not completed.